Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced so much pain that she thought she would die. She underwent a hysterectomy. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case limited information was provided. The temporal relationship between essure insertion and event onset was not reported. However, given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0295, awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. Consumer stated that essure was the worst mistake she ever made. She experienced so much pain that she thought she would die. She had a hysterectomy at age 31. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced so much pain that she thought she would die. She underwent a hysterectomy. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case limited information was provided. The temporal relationship between essure insertion and event onset was not reported. However, given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), dates of implantation (B)(6) 2012 and surgical removal (B)(6) 2015, hysterectomy, also new events were added: miscarriage, heavy bleeding, uncontrollable bleeding. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced so much pain that she thought she would die (pelvic pain), miscarriage, pregnancy and heavy bleeding, uncontrollable bleeding. She underwent a hysterectomy around 3 years after insertion. All serious events due to medical importance. Miscarriage is unanticipated in the reference safety information for essure while other events are anticipated. Pelvic pain may occur after essure insertion. In the present case limited information was provided. The temporal relationship between essure insertion and event onset was not reported. However, given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Thus, this event was regarded related to essure and considered a lack of efficacy. Miscarriage is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than (B)(6) of gestation due to maternal conditions and fetal chromosomal abnormalities. Considering a mechanical interference between essure and the early developing pregnancy is unlikely; this event is unrelated to the suspect insert. This case was regarded as incident due to required intervention (hysterectomy) to remove essure was required. An updated of product technical complaint (ptc) is awaited. Further information will be obtained through the litigation process.